Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that after implantation of the vibrant soundbridge, the pt was deaf on this side. On the contralateral side, she still hears normally as before. The pt was explanted and reimplanted with a cochlear implant. Currently, no further info is available.